Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. The distal conductor had been over-retracted and fractured in the connector.

Event description:
It was reported the helix would not deploy at implant attempt. "After 40 to 50 rotations, it finally came out." The lead was not used. No patient complications were reported as a result of this event.